Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. Upon device interrogation high capture threshold was also noted. The lead was replaced. The patient was fine after the event.